Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported acrobat-I stabilizer metal piece from the spring connector that attaches the stabilizer to the retractor fell out on the drapes. They used the device as is. A slight few minutes' delay as they looked for the loose piece. No patient harm.